Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.